Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown series ii insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This case was a hip revision. The patient previously had an osteonics secure fit ha cup already implanted from a previous surgery. Doctor wanted a constrained liner because the patient's leg had dislocated. The doctor trialed the constrained liner and asked to open that same size of the actual prosthesis. When impacting the actual prosthesis the metal locking wire around the outside of the liner did not fully engage and lock. The doctor then removed the liner and attempted to impact it again. When it wouldn't engage a second time the wire became loose when he removed it. The doctor then decided to not use the constrained liner and used an eccentric liner instead. The doctor verbally expressed that he was pleased and liked it better than the first option.